Event description:
A patient reported the following: "I thought I broke hardware from a previous back surgery and that a screw had migrated towards the surface of the skin. New dr was able to determine the bone growth compound used previously had caused new bones to grow horizontally through my back muscles. Some near my hips and a few vertebrae above the initial site. Bone growths had to be surgically removed." No additional information has been provided.

Manufacturer narrative:
The bone growth compound was determined to be distributed by stryker but manufactured by another device company. The event information was sent to the OEM manufacturer for evaluation. Based on the information provided, there was no spine product related issue.

Event description:
A patient reported the following: "I thought I broke hardware from a previous back surgery and that a screw had migrated towards the surface of the skin. New dr was able to determine the bone growth compound used previously had caused new bones to grow horizontally through my back muscles. Some near my hips and a few vertebrae above the initial site. Bone growths had to be surgically removed." No additional information has been provided.